Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the procedure was completed using suture. No patient consequences, other than the additional time to complete with suture.

Event description:
It was reported that during a colostomy takedown, the surgeon encountered difficulty when trying to get the stapler release from the bowel. The surgeon rotated the adjusting knob counterclockwise two and a half times. The surgeon then rotated the instrument ninety degrees both ways and then gently apply rearward traction while simultaneously rotating the instrument. The nurse then came back to the phone and said that the anastomosis was leaking and that the stapler did not work. ¿the anastomosis was not complete because the stapler did not lay down the staple line correctly.¿ it is unknown how the case was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57e9d. Device evaluation: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.